Event description:
Additional information received reported the manufacturer representative checked the patient's ins and found it was operating on the f scale, which resulted in an increase in power consumption. The patient would charge and the ins would deplete in a 24 hour period. The patient was educated on using the a scale and the ins was running for about 7 days on a charge. The patient could run the setting as high as she wanted. The patient's pain was well controlled and all was well. The manufacturer representative educated the patient on frequency and how it was changed. The current setting worked great. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that since it had gotten cold the charge on their implantable neurostimulator (ins) was only lasting about a day and they were recharging every day. It was taking 3 to 4 hours to charge and the patient was experiencing a lot of pain and a return of symptoms. These issues started in (B)(6) 2015. Prior to these issues they had charged their device once per week. The patient noted that their doctor did a nerve deadening thing on them away from the device and noted that there was a lot of scar tissue. The patient was implanted for spinal pain. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.